Event description:
The device was explanted due to the battery triggering eri. Upon interrogation, it showed that the battery still has 12 years left. It was replaced with an OEM device. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated revealing the battery status "ok". The device was implanted for 8 months. The inspection of the pacemaker's memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. The inspection revealed that the device never reached the eri status. The expected time to eri was 12 years and 9 months. There was no indication of a material or manufacturing problem.